Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities, and the following was observed: crimped valve was stuck in sheath under the strain relief region. Three (3) struts bent outwards at the inflow side. Post-expansion of the valve showed the valve leaflets were dehydrated/wrinkled due to storage conditions (prolonged crimping) during the return handling process. Bent struts were corrected upon valve expansion. The valve frame was canted after expansion. Due to the nature of the event, neither functional nor dimensional testing was performed. Imagery of the patient's anatomy was provided, and it was noted that the patient's right access vessel had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The valve frame damage was objectively confirmed based on the returned device evaluation. Available information suggests procedural factors (sheath insertion technique, high push force) likely contributed to the event as three bent struts were observed on the inflow side of the returned device. Sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or noncoaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and promote unfavored interactions between devices (e.g. Crimped valve catching on inner sheath lumen), leading to frame damage (i.e bent struts) and/or damage to sheath or delivery system (e.g. Kinking or compromised integrity of associated components). Additionally, high push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per pre-decontamination of the returned 29mm sapien 3 ultra resilia valve, three bent valve struts were observed. As reported by an edwards lifesciences field clinical specialist, there was resistance during insertion of the 16fr esheath+ into the patient during a right-transfemoral tavr procedure. The physician did not fully insert the sheath. The angle of insertion was not steep. There was resistance during insertion of the commander delivery system and 29mm sapien 3 ultra resilia valve through a 16fr esheath+. As the physician did not have the sheath fully inserted, they believed this caused the sheath to kink which led to the valve getting stuck in the sheath. The valve could be seen "externalizing on fluoro". The valve began protruding from the side of the sheath, but forward pressure was stopped before the valve fully exited and caused harm. The devices were withdrawn as one unit. There was damage on the strain relief of the sheath. A second system, valve, and sheath were prepared. The second valve was implanted in the aortic position without issue. There was no patient injury. Image of the sheath was provided and the following was observed: a sheath puncture is present at the strain relief. No observable kink present. During pre-decontamination evaluation of the devices, three bent valve struts were observed on inflow of the 29mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is ongoing.